Event description:
It was reported the patient's spectra penile prosthesis revision occurred. The reason for the revision was not provided. Additional information was requested and not obtained. No patient complications were reported in relation to this event.

Event description:
It was further reported the patient's spectra penile prosthesis revision was due to infection. No patient complications were reported in relation to this event.